Event description:
It was reported that a legend stylus touch handpiece heated up. There was no reported patient of user impact.

Manufacturer narrative:
(B)(4). The device was not returned. H6 codes: the device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.

Manufacturer narrative:
Device was returned (B)(4) 2013. The complaint device was returned for analysis. The full inspection could not be performed; the drill failed the visual inspection due to the finger switch lever being detached. Without the finger switch, the drill is inoperable and cannot be run; therefore, no other inspections could be completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.